Event description:
It was reported the patient had no stimulation sensation. The patient denied any recent falls or trauma but reported he "does a lot of bending." Additional information has been requested, but was not available on the date of this report.

Manufacturer narrative:
(B) (4).